Event description:
The hcp reported that a rotor study revealed a "stalled pump". The pt had an adverse reaction in 03/05. At that time, no alarms were noted however the pt ended up in "an overdose situation - narcan administered". The pump was reportedly stopped at that time. A rotor study was performed four months later indicating that the pump was stalled. Symptoms leading up to this study are unknown.